Event description:
It was reported that on two separate incidents residents while leaning on a side rail; trying to get out of bed fell to the floor. 1st incident resident received laceration to face, 2nd incident injury unknown. Sent out 3 sets of rails at cost. C.s. Issued ra# to get rails in question back for evaluation. As of this writing co has not received them. Sales rep will be going to facility to check if rails in question are even the co's rails (facility has other mfg rails). Also to check out what is happening. Ra#14509 will be looking into.